Event description:
The lumen of the over-the-wire embolectomy catheter broke at multiple locations when user attempted to pull it out of the packaging tube. Device was not used for the procedure.

Manufacturer narrative:
We have received three devices from the hospital for evaluation. Although the initial report stated only one catheter was found to have multiple catheter fractures when it was removed from the packaging, we observed 2 out of 3 returned devices to have similar defect. We observed both devices to have multiple fractures due to their shaft being too brittle. The pvc tubes that were used for packaging these catheters were also observed to be discolored. This suggests that the catheters were exposed to uv light or heat for extended period of time. During our follow-up investigation, we learned that these catheters were stored at the operating room, next to the window. These units were sold to the hospital in early 2016. Based on our observation, it is likely these devices were exposed to light and heat for extended period of time and that resulted in brittle fracture of the catheter shaft. The defect is highly detectable (that could not go undetected) by the user prior to its use and would not result in patient's serious injury if the incident was to recur since the device would not be used for the procedure. Our IFU properly instructs users to store these catheters in a dry, dark area away from heat and chemical to prevent them from premature degradation. Our review of the lot history records for the lots of the returned devices did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from these lots. Therefore, we believe that it was an isolated incident.

Manufacturer narrative:
We have not received the complaint device for evaluation. However, we have observed the reported defect in the picture that was provided to us. In the provided picture, we observed the distal end of the catheter lumen had broken at multiple locations. According to our follow-up conversation with the complainant, we learned that the breakage occurred when he attempted to remove the catheter from its packaging. The defect likely occurred when he tried to pull the catheter with mandrel in it through the protective sleeve with some resistance. In the provided picture, we did not observe any necking of the extrusion. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident.

Event description:
The lumen of the over-the-wire embolectomy catheter broke at multiple locations when user attempted to pull it out of the packaging tube. Device was not used for the procedure.